Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #3). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device #1) on (B)(6) 2014 and an unspecified bard/davol 3dmax (device #2 and device #3) on (B)(6) 2015 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch (device #1) and the two (2) 3dmax (device #2 and device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."